Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer failed due to a short-circuited drawer control board. A field service engineer replaced the drawer control board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system experienced a malfunction where auxiliary drawer 4.1 was not detected on the bus. Despite several attempts to recover the failed drawer by rebooting the station, the problem persisted, which resulted in obtaining the necessary medications from a different station. This incident resulted in a delay in patient care, but it was confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.